Event description:
Boston scientific crm received info that during the implant procedure, the helix of this right atrial lead did not appear to extend into the tissue appropriately. Post-implant, no capture and no sensing were noted in the artium. The lead had dislodged and was near the valve. A revision procedure was scheduled. This lead remains implanted.